Event description:
Information was received that the patient's lead was replaced due to high impedance and generator also replaced due to prophylactic reason. The lead was marked to have "high/low" impedance. The lead and generator were disposed of during surgery and therefore not received into analysis to date. No additional relevant information has been received to date.

Event description:
It was reported that a patient has a high impedance. The patient has also been sensitive to stimulation and could not increase their output current because of this. Information was received that high impedance was confirmed in clinic. The patient was referred for x-rays and the radiologist stated "fracture of lead at head of left clavicle". Per the x-ray images received, the generator was located in the patient¿s chest. The connector pins appeared to be fully inserted and the feedthru wires were intact. The lead was observed in the patient¿s neck appeared to be routed toward the patient¿s left chest. The lead wires at the connector pin appear to be intact. There is a possible lead break existing around the patient¿s left clavicle. Any lead fractures, discontinuities and sharp angles could not be assessed in the part of the lead that was not included in the image. Based on the x-rays received, the cause of the high impedance is likely the break noted around the left clavicle. Note that a microfracture cannot be ruled out based on the images provided. Based on the x-rays received, the cause of the high impedance is likely the break noted around the left clavicle. Note that a microfracture cannot be ruled out based on the images provided. The physician's assessment of the high impedance was a fracture due to the age of the lead and fracture indicated to confirm this. The patient has not experienced any significant trauma to the vns device. The programming history was reviewed and confirmed the device was disabled and the patient's high impedance was seen after a system diagnostic was performed. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Section b1, b2. Outcomes attributed to adverse event (check all that apply); corrected data: "adverse event" and "required intervention to prevent permanent impairment/damage" inadvertently not selected on initial MDR prior to submission.